Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the lh750 analytical station had fluid by the laser. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the differential sample tubing was leaking at the flowcell input fitting. Fse replaced the sample tubing and the t-fitting to the flowcell. This resolved the issue and no further leaks were reported.